Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had dislodged within 11 days of implant and was confirmed through x-ray. Reprogramming was performed until a revision procedure could occur. During the revision procedure, the helix was retracted to reposition the lead, but the helix could not be extended again. It was suspected that tissue might have interfered with the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.